Manufacturer narrative:
Testing of actual/suspected device (10): the getinge authorized distributor's field service engineer (fse) that encountered the issue, reported that the safety disk, tidal volume disk, vacuum filter, pressure filter, scroll compressor, and the drive manifold assembly were replaced to fix the issue. All calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined : a supplemental report will be submitted if additional information is provided. The initial reporter named in is a getinge authorized distributor engineer who has different contact details from that of the event site.

Event description:
It was reported that during periodic maintenance (pm) service repair performed by a getinge authorized distributor, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test with vacuum leak status and pressure leak status failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.